Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the pacing configuration was reprogrammed. The clinic plans to continue monitoring this patient. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and left ventricular (lv) lead exhibited high out-of-range pace impedance measurements. Boston scientific technical services (ts) was contacted for assistance and recommended further evaluation. This product remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead were explanted and replaced. No additional adverse patient effects were reported.